Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a second cartridge correctly after following the necessary steps and resumed insulin therapy, resolving the issue.